Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and an obturator sling, perigee and apogee were implanted. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent sling implantation to treat stress urinary incontinence. On (B)(6) 2008, the patient underwent mesh revision.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that the patient underwent excision of multiple areas of mesh erosion with sling revision on (B)(6) 2010.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat symptomatic pelvic relaxation. It was reported that following insertion the patient experienced pain, erosion, infection, urinary/bowel problems, recurrence and dyspareunia. No additional information was provided. (B)(4).